Manufacturer narrative:
(B)(4). The rt127 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the returned breathing circuit was visually inspected for damage. Results: the sle restrictor is inserted into the breathing circuit during production to restrict flow when used with the sle ventilator. There was a crack in the sle restrictor along the flow line. A lot check revealed no other complaints for the lot number provided. Conclusion: all fisher & paykel healthcare breathing circuits are pressure tested for leaks. This suggests that the crack developed post-production. It is likely that there was a moulding defect in the restrictor which then cracked when the connectors were tightened during set-up. Our monitoring and trending revealed one other complaint of this nature for the past 12 months.

Event description:
A hospital in (B)(6) reported via our distributor that there was a crack in the red restrictor of an rt127 infant breathing circuit. This was found before use on a patient.